Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3887-56, lot# v805767, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported there was a shocking or jolting sensation. It was indicated that the patient had a peripheral nerve stimulator that goes across the elbow joint. The patient had an exercise class the night prior to the report and it was thought that the patient stretched it out because the patient felt this feeling, not like it electrocuted the patient, but that it really shocked the patient sharply. The patient felt like it went off for 30 seconds or so, and then came back on. It was indicated that the patient was not feeling this feeling anymore and the patient just felt it the night prior to the report. The patient reportedly felt ok at the time of the report. The intervention remains unknown. However, additional follow-up was conducted. A follow-up report will be sent should additional information be received.